Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed a pulse test. The monitor fired as mis-directed pulse. The cause for the mis-directed pulse was isolated to contamination within the monitor. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted form the defective monitor. The last pt to use this monitor did not report any deficiencies.